Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that safety device is breaking off needles after injection. Verbatim: safety device is breaking off needles after injection comments from phlebotomy supervisor: number of occurrences? Unknown ¿ in the last week, I have had 4-5 staff members say the safety came off when they were trying to close it after a draw. When asking today, I found out it has happened on eclipse needles and vacutainer needles and that it has happened off and on for about a month. Any other detail you can provide about the breakages are appreciated. Another concern is that occasionally the opaque cap on the eclipse needle falls off n its own when they open the package.